Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included uti and amenorrhea. She denies family history of clots or personal history of any medical condition. Had dye test. On (B)(6) 2017, surgical pathology report revealed the fallopian tube includes the fimbriated end and is grossly unremarkable. Sectioning reveals that an essure coils is present in the proximal 1.5 cm of the fallopian tube. Concurrent conditions included body mass index normal and menses irregular. Concomitant products included ibuprofen. In 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower ("lower abdominal pain") and abdominal distension ("bloating"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). In october 2012, the patient was found to have hormone level abnormal ("hormone swings") and experienced alopecia ("hair loss"). In november 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In may 2013, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("skin rash"), mood swings ("major mood swings") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)of essure coils hysteroscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, rash, vaginal haemorrhage, menorrhagia, abdominal distension, vaginal discharge, hormone level abnormal, mood swings, migraine and fatigue outcome was unknown, the weight increased and alopecia was resolving and the headache had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Current weight 178 lbs. Discrepancy noted regarding insertion dates (B)(6) 2012(per pfs) and 2011 (per mr), nov-2012. 3 trailing coils were visualized at the left following placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal bloating, headaches, vaginal discharge. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received- new events abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding was added. Event onset date was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal and menses irregular. In 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced hormone level abnormal ("hormone swings") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2017, the patient experienced abdominal distension ("bloating") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), mood swings ("major mood swings"), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)of essure coils hysteroscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, rash, hormone level abnormal, mood swings, migraine, vaginal discharge, fatigue, abdominal distension, abdominal pain lower and abdominal pain outcome was unknown, the weight increased and alopecia was resolving and the headache had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, mood swings, pelvic pain, rash, vaginal discharge and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Current weight 178 lbs. Discrepancy noted regarding insertion dates-20sep2012(per pfs) and 2011 (per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. On (B)(6) 2017, surgical pathology report revealed the fallopian tube includes the fimbriated end and is grossly unremarkable. Sectioning reveals that an essure coils is present in the proximal 1.5 cm of the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, abdominal bloating, headaches, vaginal discharge. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Reporter's information was updated. Events added: hormone swings and major mood swings, abnormal bleeding (general), migraines, headaches, abdominal pain, vaginal discharge, fatigue, weight gain, bloating, hair loss, lower abdominal pain, did not undergo essure confirmation test. Outcome of event headaches was updated to recovered/ resolved and hair loss, weight gain to recovering/ resolving. Concomitant diseases and lab data were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.